Manufacturer narrative:
The product investigation was completed. Device evaluation details: the device was returned to the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and force test of the returned device were performed. Visual inspection revealed foreign reddish material presumably blood inside the pebax. Then, the device was connected to the carto 3 system and the generator, and it was recognized and visualized correctly, no errors were observed. The force feature was evaluated and the force values and the vector were detected within specifications. No force issues were observed. Further examination under microscopic imaging, a separation between pebax and electrode section was found, and the reddish material inside it. A manufacturing record evaluation was performed for the finished device 31527793l number, and no internal actions related to the reported complaint condition were identified. The separation between the pebax and electrode could be related to the force sensor error reported event by the customer. The root cause of the pebax damage be related to a manufacturing process. The instruction for use (IFU) contains the following warnings and precautions: in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostatic valve of the sheath. After insertion, slide the insertion tube back toward the handle. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode, or damage to the contact force sensor and affect measurement accuracy. The instructions for use (IFU) contain the following information: in order to achieve optimal force reading accuracy and stability, allow the catheter to warm up for 2 minutes after connection to the carto¿ 3 system prior to use of the force feedback feature. If the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. This product issue will be addressed through johnson & johnson medtech quality system. Internal actions are being implemented to address manufacturing opportunities related to the force sensor sleeve insolation to prevent fluids to get inside into the device. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that the patient underwent an atrial fibrillation - paroxysmal ablation procedure with a qdot micro¿ catheter and post procedure the bwi product analysis lab identified a foreign reddish material inside of the pebax. During the procedure, the force values displayed were high. A second device was used to complete the operation. There was no adverse event reported on patient.